Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 500 mg/dl. The customer delivered a manual injection. The customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow up to ensure the alarm had cleared, however no response was received.